Manufacturer narrative:
One 2.3 curved bioraptor pk suture anchor assembly was returned for evaluation. Visual assessment of the device showed the distal end of the inserter is bent. The anchor is free from the inserter. No suture remains on the anchor or inserter or was returned for evaluation. Dimensional assessment of the anchor and inserter was performed and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a drying vs procedure four bioraptor anchors were used but the fifth had an issue. The anchor exceeded the area applied, the diameter of the anchor has a structure that did not allow to enter to the tissue, for this reason the anchor could not be secured. An additional bone hole was required, there was loss of tissue and a void was left in the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.